Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy due to the ipg becoming inoperable. To address the issue, the physician explanted the scs system about a year ago (exact date unknown). Further details are unknown about this issue.